Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six, "inadequate range of motion due to improper selection or positioning of components." And number fourteen, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03688 / 03690).

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of elevated cocr levels, pain and loss of range of motion. A review of invoices confirms modular head, taper adapter, and femoral stem were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of elevated metal ion levels, pain and loss of range of motion. A review of invoices confirms modular head, taper adapter, and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates that patient underwent a right hip screw fixation procedure on an unknown date due to a femoral neck fracture. An operative report dated (B)(6) 2010 notes that patient was revised due to non-union of the femoral fracture. The screws were removed and a total hip arthroplasty was performed. Another operative report dated (B)(6) 2011 notes that patient was revised due to loosening of the femoral stem. The modular head and femoral stem were removed and replaced.